Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The target lesion was located in the left circumflex coronary artery. A 2.00mm x 15mm maverick 2 balloon catheter was advanced for pre-dilatation. However, the device delivery shaft outside the patient's body was fractured in the middle of the delivery shaft. The portion of the device that entered the vessel was withdrawn. The device was simply pulled out and completed the procedure with another of the same device. There were no patient complications reported and patient status was stable.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a complete separation at 70.6cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The target lesion was located in the left circumflex coronary artery. A 2.00mm x 15mm maverick 2 balloon catheter was advanced for pre-dilatation. However, the device delivery shaft outside the patient's body was fractured in the middle of the delivery shaft. The portion of the device that entered the vessel was withdrawn. The device was simply pulled out and completed the procedure with another of the same device. There were no patient complications reported and patient status was stable.